Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An alert was observed and lead damage was suspected. Technical support (ts) investigated the latest transmission indicating an increase in pacing lead impedance and capture threshold; however, ts believes the increased trend looks normal and may be due to fibrotic tissue or patient condition. Further lead investigation is anticipated. No intervention was performed at this time. The patient was stable.